Event description:
It was reported during initial eval of the infusion device, that the device displayed w2 (battery empty) and failed to first display e2 (battery low). The date and time settings were lost after the battery was changed, and the infusion device was restarted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was returned and initial eval were performed. More info will be provided once the eval is complete.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.